Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set) alarm. The patient was connected at the time of the alarm. This occurred during the dwell cycle 3 of 5 of peritoneal dialysis (pd) therapy. The caregiver stated that the connection to the supply bag was loose. The caregiver was able to tighten the connection and the patient was to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, a loose connection between a supply bag and the cassette line is a known cause of air being introduced into the set up. The cause for the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.